Manufacturer narrative:
Additional information: h3, h6, h11. The device was received for evaluation. During functional testing, the customer reported problem of 'air chamber has worn down causing air in line to alert at all times ' was confirmed. A review of the event history log revealed 'air-in-line! ' messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of specifications. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "had an air chamber has worn down causing air in line to alert at all times". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.